Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number h14e13055 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.the device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) experienced air in the patient line on the homechoice (hc) device. The hp was unable to confirm if the lines had been properly primed prior to connecting. The hp complained of back pain, but there was no medical intervention or hospitalization indicated at the time of the report. No additional information is available.